Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 400 mg/dl, and the customer was treated via intravenous insulin drip. The customer's father stated that his daughter could not keep her blood glucose down and that she had high ketones. She was wearing the insulin pump at the time of hospitalization. The customer's father stated that she had had high blood glucose for a very long time; he believed that the insulin pump and blood glucose meter were not working. Advised the insulin pump would be replaced. The blood glucose reading at the time of the call was 98 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device was received with cracked case at the display window corners, reservoir tube, and battery tube threads. The display window was also scratched.